Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse cleaned the cell component, cleaned drain and replaced buffer select valves for buffer syringe, sample syringe, reference block, valve, mix motor, buffer select valves, ise printed circuit board and bleached system from reagent straws which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.